Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a low reading issue with the freestyle libre sensor, on the 10th day of wear. The customer reported multiple 'lo' (< 40 mg/dl) readings with the sensor, with symptoms of drowsiness and "heavy legs". The customer had contact with a healthcare professional, and blood glucose of 600 mg/dl was obtained with a laboratory blood test. The customer was diagnosed with hyperglycemia, and treated with insulin and unspecified serum. There was no report of death or permanent injury associated with this event.